Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4)

Manufacturer narrative:
Other is being corrected to hospitalization and intervention required.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4)

Event description:
It was reported that there was an overdose. It was noted that there was a pump replacement procedure on day of report. It was noted that the surgery ended at 1:20pm. Patient was admitted to the ER/ICU for excessive sedation and lethargy. Physician was requesting a manufacture representative to turn the pump down until patient wakes up, and then normal dose would be reinstituted. It was reported that the flex mode was programmed at basal of 4ug/hr, a 0500 bolus of 125ug over two hours and a second bolus at 9pm of 75ug over three hours. The physician did not have a programmer and the managing physician was 80 miles away. It was noted that they physician did not want patient to get the 9pm bolus. It was further stated that the patient¿s father read the priming bolus information off the printout: ¿808ug over 25 minutes (.404ml x 2000ug/ml).¿ the pump system was delivering baclofen. Additional information received on the same day, reported that the physician suspected the patient got 3x their normal daily dose during the priming bolus. It was noted that the patient received a bolus of 809.6mcg. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient¿s managing pump health care provider (hcp) didn¿t see the patient until 2014-(B)(6). The patient¿ dad reportedly said ¿lasted a few hours then awake and no problems since¿. The hcp also noted ¿presume due to priming bolus¿.